Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they used a new cannula and their levels were high. The customer states they had bent sent. The customer's blood glucose level at the time of incident was 500mg/dl. The customer declined to troubleshoot for highs and states they had not treated yet. The customer was advised replacement sets would be sent.